Event description:
In 2008 at 5.42 pm, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra 2 meter cannot be coded in the memory mode. Per the owner's manual, the one touch ultra 2 meter cannot be coded into the memory mode. The one touch ultra 2 meter should be coded by inserting a test strip in order to turn the meter on. At 5 pm, before the reported issue began, the patient reportedly developed symptoms described as "shakiness." The patient tested on the lfs meter with the alleged incorrect code and obtained an unspecified reading. The patient increased her 70/30 mixed insulin diabetes medication doses by 5 units, felt shaky, and went to the ER to be checked. At the emergency room, the patient was tested at 74 mg/dl and was given a candy bar. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, lfs meter reading obtained prior to diabetes medication intake, food intake, and recent changes in diabetes medication and testing frequency. During troubleshooting, the reported issue was resolved with training. This complaint is being reported because the patient took extra insulin due to the reported issue and was treated at the hospital for symptoms that can be suggestive of hypoglycemia. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.